Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar 4-5 spinal canal stenosis procedure: lumbar 4-5 decompression fusion it was reported that, intra-op, the device was broken while implanting. The surgeon explanted the device. No fragments remained inside the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
The product returned is brand new in an unopened box. With the available information we are unable to determine the root cause of the event. If information is provided in the future, a supplemental report will be issued.